Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. The customer is also having issues with their meter, about a 30 point difference. The customer stated she had high blood glucose of 267 mg/dl. The customer's low blood glucose was 50 mg/dl. The customer treated and is doing well.